Manufacturer narrative:
The tech found the brake casters swivel while in brake mode. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported the brakes are not holding. No pt injury reported.